Event description:
I was staying at my parents' house and thought I was using saline solution to clean my contacts, but instead had used their hydrogen peroxide based contact solution. This resulted in extreme eye irritation and initial blurry vision. I do not feel the clean and clear bottles are labeled properly. Also, it should be considered to make the solution a prescription medication to prevent such dangerous side effects.